Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# v002854, implanted: (B)(6) 2006, product type: lead. Product ID: neu_burrholecap, product type: accessory. Product ID: neu_burrholering, product type: accessory. (B)(4). Analysis of the lead (s/n (B)(4)) found that the lead had multiple locations of breached esc on the outer insulation.

Event description:
Device was returned with no information.